Event description:
Site reported that a light adjustable lens had been explanted from the patient. No additional information is available regarding the explant. Rxsight's first awareness of the event was 08/22/2022.